Event description:
It was reported the customer had no delivery alarms after changing their infusion set. The customer stated they were able to resolve the alarm with a new reservoir in the past. It was also found the customer's threshold suspend feature would be activated form inaccurate low readings with their sensor. Customer's blood glucose was unknown at the time of the call. The customer was advised of the practices to prevent inaccurate readings with their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.